Event description:
It was reported that during a lap cholecystectomy, the white cartridge was detached off the jaw and fell into the patient when the device was used on the cystic duct and artery at a time at the 1st firing. When the jaws were opened, it was found that the target tissue was not stapled but cut. The operation was converted to open. The cystic duct and artery were ligated and the dropped cartridge was retrieved. Reinforcement material was not used.

Manufacturer narrative:
(B)(4). Damaged cartridge. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge reload present. The reload was received unfired and with the lockout normal. Furthermore, the cartridge metal pan was noted to have scratches on the bottom. The scratches were straight and running parallel to the bottom with respect to the cartridge and parallel in respect to the device channel (metal lower jaw component that holds the cartridge in place). The scratches on the cartridge metal pan and the information provided in the event description are consistent with an improper loading of the cartridge into the device. When the cartridge is not loaded completely that is the cartridge stops are not in the cartridge reload alignment slot, at firing the reload will eject forward and some staples will deploy (fire out). Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. A test reload was loaded into the device using the steps on the instructions for use and the reload was loaded completely without any difficulty noted. The returned device was tested for functionality with the returned cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What steps were taken to ensure the cartridge was properly loaded in the device? Has the user and/or scrub tech been in-serviced on loading the device? Were any staples seen? If so, were the staples formed or unformed? Were there any other factors that led to the conversion? Were there any secondary complications? Blood loss? Does the surgeon typically use an endocutter to take down the duct and artery during lap cholecystectomy procedures? What is the patient¿s current status?